Event description:
A female, had right lower extremity arteriogram, popliteal artery angioplasty and popliteal stent placed in 2008. Contrast injection demonstrated near complete lysis of thrombus. There was some clot present in the popliteal artery and a cleft like stenosis in the suprageniculate popliteal artery. The sheath was exchanged and the popliteal stenosis was dilated with a 5mm angioplasty balloon with no significant improvement. The physician elected to place a 7mm x 6cm stent across the stenosis. The stent was postdilated with a 7mm balloon. There were no complications. There was a brisk flow through the popliteal artery with no residual stenosis. In 2009, aortogram, bilateral extremity runoff, and selective right superficial femoral arteriography were completed as the patient presented with popliteal stent with recurrent claudication symptoms. Study indicated occlusion of the suprageniculate popliteal artery. The stent is occluded and magnification shows there is a clearly compression of the stent. A large suprageniculate collateral branch is demonstrated. There is eventual reconstitution of the popliteal artery at the level of the knee. There is two-vessel runoff via the peroneal artery and the posterior tibial artery. There is compression of the previously placed stent, likely secondary to the patient's known popliteal entrapment. A surgical consult wil be done, no intervention at this time.

Manufacturer narrative:
Lot - unk as not provided by reporter. Expiration - unk as lot is unk. Event evaluation: still under investigation. Wce was notified via email on 06/03/2009.